Event description:
The customer reported that they were missing a canopy panel. Eval of the returned product found that a zipper slider body was open on a window zipper and on the mattress envelope zipper.

Manufacturer narrative:
The product was returned for eval. The window b panel was missing. The window a zipper slider body was open. The panel side a mattress envelope also had an open slider body and a one inch hole. On window side a, the hook and loop closures were missing. On panel side d, there was broken elastic on the left leg bottom cap. MFR ref#: (B)(4).